Event description:
Complainant alleged that while attempting to defibrillate a pt (age unk) the device displayed a "defib fault 72" message. Prior attempts to defibrillate were successful. Pt converted on their own while clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.